Event description:
It was reported that the patient had his device interrogated that day and high lead impedance was seen. It was stated that the patient was seen in january and the impedance was okay but when he was seen in march the impedance was high. The patient went into status epilepticus due to the device not working properly. No known surgical intervention has occurred to date.

Event description:
The patient underwent replacement of the lead and generator. The explanted devices is not available for return for analysis.